Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remained in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The stent remains in the patient. There was no reported product deficiency. The reported death and myocardial infarction, are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the predilated distal left circumflex (lcx) artery with one 2.5 x 28 xience v stent and in the predilated proximal lcx with one 2.5 x 12 xience v stent. On (B)(6) 2010 the patient expired at home with an acute myocardial infarction. Neither hospital records, nor an autopsy report are available. There was no additional information provided.